Event description:
The pump lever bolt is broken off. Dealer states the lift was just sold (B)(6) 2013 and he will fax a proof of purchase. On (B)(6) 2014 the pump was replaced out of the dealer's stock. On order (B)(4) they replaced their stock on (B)(6) 2014. No RMA was done at that time. We will bring back that defective one today. When the bolt broke the consumer was dropped back down on the bed. No injury.